Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e3, g3, g6, h2, h3, h6(type of investigation, component codes, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site address, event site address line 2, event site city). A getinge field service engineer (fse) evaluated the unit and states #14 is a message indicating a compressor malfunction or the need for recalibration of the pressure regulator. The fse confirmed a compressor failure and replaced compressor with a new one. A long-term running test was carried out and normal operation was confirmed. The work was carried out based on the service manual and the results were good.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit had electrical test failures #14. Overheating also occurred. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 following: event site name: (B)(6). Event site city: (B)(6). E1 phone: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had internal test error code number 14, overheating occurred on cardiosave. There was no patient injury reported.